Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle. Sealant was visible through the shuttle cartridge side slit. Blood was observed on the outer surface of the sealant. The advancer tube was found inside the shuttle cartridge which indicated an incomplete engagement of the advancer tube. The shuttle down procedure was simulated and the advancer tube was able to properly engage the tamp locks. The catheter, shuttle cartridge and advancer tube were inspected for anomalies that may have obstructed the device path during deployment. No anomalies were observed. Based on the provided information and the investigation performed, the probable cause for the reported event could have been from incomplete engagement of the advancer tube. The review of the lhr (lot f1422602) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).

Event description:
The following information was reported: 6f sheath size; diagnostic coronary procedure was performed; mynx deployed; physician felt like "when shuttling down to deploy sealant, never felt a hard stop and afraid he was going to deploy sealant in the artery". The physician deflated the balloon, pulled the device out and held manual pressure for twenty minutes. Hemostasis was achieved. The patient was not hospitalized.